Event description:
Customer reported the expiration date on the test vial strip does not match the one located in the manufacturers inventory tracking system. No treatment. A request was made for return product and replacement product was sent.